Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) on (B)(6) 2025 and got treated with intravenous (IV) drip. Blood glucose level was 13.3 mmol/l at the time of the event and was caused by two bent cannula events. The infusion sets were in use for one day. Insertion site was abdomen and arm. The patient noticed symptoms more than three hours for first event and less than three hours for second event. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-13100. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007172, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 08-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal (B)(4). The count of complaints is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6007172 was manufactured according to the work instruction (wi) version 114 and manufactured in the l115 on 17-may-2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformance was opened during the process due to severe weather conditions, the power was interrupted at sterigenics, and further product disposition were required. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. One non-conformance (nc) raised during production unrelated to complaint code, one complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. As a result of the post market surveillance activities, this complaint has been evaluated as a type 4 (escalated to CAPA): this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) autosoft 90, kinked soft cannula issues which has been opened as result of trending activities.